Manufacturer narrative:
During a follow-up call on (B)(6) 2016, review of pump data by tandem technical support showed that the pump had been unlocked immediately prior to the time being changed, which suggested that there was an input made to change the time on the pump. Customer confirmed the information and reported that the pump was working as intended, and the accurate time was being displayed on the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect. Reportedly, the pump was about 11 hours early. In addition, the customer confirmed that the time on the pump was accurate on (B)(6) 2016. There was no impact to the customer's blood glucose level.